Manufacturer narrative:
(B)(4). Pump passed the displacement test but failed during prime/compromised force sensor error rewind test due to loose drive support disk. Unable to verify no delivery alarm due to loose drive support disk. Pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that battery has got hot and was slower to rewind. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no delivery alerts, reservoir area had hairline fracture. The insulin pump will be returned for analysis.